Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was showing inaccurately low readings with control solution. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 6:11am. The patient reported obtaining a reading of '117mg/dl' on the lfs meter with control solution. The patient reported at the same time, she obtained a reading of '72mg/dl' on a continuous glucose monitoring (cgm) meter. The patient reported using novolog insulin pump therapy to manage her diabetes. The patient reported having less to eat or drink on (B)(6) 2013 at 6:11am. The patient denied developing any symptoms on the day of the alleged issue. The patient reported on (B)(6) 2013 at 6:11am, she bolused insulin on her insulin pump (unknown dose). At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The patient's test strips, test strips vial and control solution were found to be in good condition. The patient was found to be using the correct test strips and they were not counterfeit. Replacement products were sent to the patient. The meter involved in this complaint has been returned to lfs on (B)(6) 2013 and evaluated by product analysis on (B)(6) 2013 with the following findings: the reported complaint was observed on the error log, however, pa was unable to reproduce failure in test. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.

Manufacturer narrative:
Control solution lot #: 2aa2g02. ((B)(4) 2013) device evaluation: the meter involved in this complaint has been returned to lfs on (B)(4) 2013 and evaluated by product analysis on (B)(4) 2013 with the following findings: the reported complaint was observed on the error log, however, pa was unable to reproduce failure in test. If lifescan obtains additional information regarding this complaint, a supplemental report will be submitted. At this time, lifescan considers this matter closed.